Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive, at sensor insertion site. Patient described the skin reaction as purulent discharge under sensor patch upon removal. Patient reported that she has been experiencing skin reaction for several weeks. Sensor was inserted at abdomen on (B)(6) 2015. Patient was seen by physician for skin reaction on (B)(6) 2015. Patient reported that physician determined no infection present. It is unknown if patient was prescribed medication. At the time of contact, patient reported current condition as good. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).